Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a rotational atherectomy procedure, there were speed issues with the console. Several troubleshooting steps were performed by the site to determine if they could correct this issue. All connections were rechecked, and the nitrogen tank was steady at 100 psi. The procedure was completed with this device. No patient complications occurred. The patient status was good. Complete system was replaced by field service engineer.

Event description:
It was reported that during a rotational atherectomy procedure, there were speed issues with the console. Several troubleshooting steps were performed by the site to determine if they could correct this issue. All connections were rechecked, and the nitrogen tank was steady at 100 psi. The procedure was completed with this device. No patient complications occurred. The patient status was good. Complete system was replaced by field service engineer.

Manufacturer narrative:
Device lot # corrected from rc-105797 to unknown. Device expiration date corrected from 05-feb-2034 to unknown. Device manufactured date corrected from 05-february-2007 to unknown. Device evaluated by manufacturer: the console and foot pedal were tested together in the cis lab using a rotalink 1.75mm burr. Dynaglide and turbine speeds were tested and observed to be within typical operational speeds with no issues noted. Cosmetic damage to the console including customer applied labels and tape adhesive on the cover, the front bezel broken and a gap between the cover and bezel was observed, however, this damage did not affect the functionality of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification is designated as not confirmed. (B)(4).